Event description:
During a procedure the coil stretched. The patient was reported in good condition.

Manufacturer narrative:
After analysis of the subject device in 05/24/2006, it was noticed that the coil had separated from the pusher wire at the polythylene terephthalate junction. As a result of the above obsrvation this event is being reassessed as a medical device report. The subject was returned wrapped around inself packaged in its opened pouch. The pusher wire was returned in its introducer sheath. The pusher wire was kinked at 84 cm, 134.2 cm, and 135.1 cm from its proximal end. The introducer sheath was cut in order to remove the pusher wire. The pusher wire distal 4.0 cm section was wavy. The coil had separated at the polythlene terephthalate (pet) junction. The coil was severely stretched. Due to the severity of the stretching the suture in the coil was broken; the coil was also tangled. The coil lost its secondary coil shape. A review of the device history record was performed and no issues or discrepancies were found, which could potentially relate to the reported event. The device history record review showed that this device met all required specification prior to release for distribution. No other complaints have been reported on this lot. The investigation confirmed that the coil stretched. It is not possible to determine at what stage of the procedure the coil separated from the pet junction.